Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 540-541 mg/dl resulting in a hospitalization. The suspected cause of the high bg was unknown. A correction bolus was delivered to address bg level. A system check was performed and the customer had received low insulin alerts and a valid empty cartridge alarm on the event date. No issues were observed with the cartridge, infusion set tubing or cannula at the time of the event. The customer received an insulin drip as treatment while hospitalized. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage had been sustained.